Event description:
Caller indicated the glucocard 01 meter was giving variable readings. Customer got reading of 36 at 2:27pm did not think that could be correct because he has never had bg that low, retested and got 378 @ 2:29, retested again @ 2:31 and got 404. Customer did control solution test and results were in range. Replacing product.

Manufacturer narrative:
The meter involved in incident was returned, but the test strips were not returned. The returned meter casing was cracked from user misuse, however the returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No performance failure detected.